Event description:
During a remote follow-up, out of range defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the impedance was high and out of range. The physician suspected the cause was due to patient movements. No intervention has been performed.